Event description:
The complainant reported the control of a heating pad exploding resulting in property damage. Complainant reported he had been using the pad on the bed with the controller hanging down on the rug. Although, at the time of the incident complainant was outside and had come in for a drink of water when he noticed the house covered with smoke. No injuries were reported with this claim.